Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. An examination of the returned device identified that the stent was uniformly crimped onto the balloon. The balloon was tightly crimped onto the balloon. No issues were noted with the profiles of the crimped stent and balloon. The crimped stent was secured on the balloon and had not moved on the balloon. The bumper tip of the device showed no signs of damage. No kinks or damage were noted along the length of the hypotube. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the stent moved on the balloon and was damaged. A 3.00 x 12 synergy ii everolimus-eluting platinum chromium coronary stent system was selected and prepped for use to treat the target lesion. However, when the physician was about to load the device in the touhy, it was noted that there was a crushed stent on the distal shaft of the device. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that the stent moved on the balloon and was damaged. A 3.00 x 12 synergy ii everolimus-eluting platinum chromium coronary stent system was selected and prepped for use to treat the target lesion. However, when the physician was about to load the device in the tuohy, it was noted that there was a crushed stent on the distal shaft of the device. The procedure was completed with another of the same device. No patient complications were reported.